Manufacturer narrative:
Cause investigation and conclusion: a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Information available for this incident does not identify a manufacturing deficiency or non-conforming product. Based on the incident description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. No potential new or different reasonably foreseeable risks related to the device or its use were identified based on this event. Ongoing risk/benefit assessment affirms risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore will continue to monitor post-market data closely to ensure that the risk assessment remains accurate. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events: potential clinical and device adverse events: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment for a degenerative thoraco-abdominal aneurysm in the descending thoracic aorta. A zenith® t-branch® thoracoabdominal endovascular graft (tbranch-34-18-202, cook medical) was used as the main body. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) was used as a branch device to the superior mesenteric artery (sma), the right artery and the left renal artery. In the sma two additional bare metal stents were implanted distally to the vbx-device. Heparin was used during the procedure. The devices were implanted successfully and were patent at the end of the procedure. On (B)(6) 2022, a stenosis of the vbx-device implanted in the sma occurred narrowing the lumen between 25% and 50%. On (B)(6) 2022, computed tomography angiography showed that the stenosis has resolved, the sma was described to be patent. Reportedly treatment was not required.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment for a degenerative thoraco-abdominal aneurysm in the descending thoracic aorta. As branched graft a cook t-branch graft was used as main body and the superior mesenteric artery (sma), the right and left renal arteries were incorporated in the branched endograft with each of a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). In the sma two bare metal stents were implanted in addition. Heparin was used during the procedure. The devices were implanted successfully and were patent at the end of the procedure. On (B)(6) 2022, a stenosis narrowing the lumen between 25% and 50% of the vbx-device in the sma occurred which required no treatment. The resolution date of the event was on (B)(6) 2022. The device was found patent during computed tomography angiography (cta) on this date.

Manufacturer narrative:
H3:, b20: the device remains implanted in the patient. Therefore a device evaluation could not be performed. C1: heparin surface incorporates carmeda. Heparin manufactured from heparin sodium api, which is covalently bound to the device surface and inessentiality non-eluting. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.